Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to a defective motherboard. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) (on behalf of the customer) reported to olympus that image was not coming on the video system. The issue occurred during maintenance of the subject device at customer site. There was no procedure involved. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to defective motherboard. In addition, evaluation found following issues: there was flickering in image intermittently while shaking the cable due to defective receptacle and there was dust inside the device. The warning sticker on the device found missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.